Manufacturer narrative:
Results: the second returned lightning exterior was covered in blood. The lighting was plugged into a demonstration engine and was able to hold vacuum within specification but displayed a system error. The lighting was unplugged and re-plugged. After power cycling the unit, all audio and visual cues worked as intended. Blood was found within the housing. Conclusions: evaluation of the first returned lightning unit revealed a leak within the unit housing. The lightning was opened revealing blood throughout the inside of the unit. The proximal pinch tubing seal was found to be broken. This was likely due to positive pressure being applied to the system to alleviate the clog. If a strong positive pressure is place on the system, it will likely cause a system error or leak within the housing. Further evaluation revealed a system error stating the valve could not open. This was likely due to the amount of clotted blood within the unit and was unrelated to the initial reported event. Evaluation of the second returned lightning unit also revealed a leak within the unit housing. The lightning was opened revealing blood throughout the inside of the unit. The proximal pinch tubing seal was found to be broken. This was likely due to positive pressure being applied to the system to alleviate the clog. If a strong positive pressure is place on the system, it will likely cause a system error or leak within the housing. Penumbra lightning units are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01338.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01338.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using lighting aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), an indigo system separator 12 (sep12), penumbra engine canisters (canisters), and a penumbra engine (engine). During the procedure, the lightning unit became clogged and was subsequently removed and flushed slowly with a 3-way stock cock and 50 ml syringe. While flushing, the indicator light turned red and blood started leaking out of the lightning unit where the tubing met the unit. Therefore, the lightning unit and canister were no longer used. Next, the same issue occurred with another lightning unit. Therefore, this lightning unit and canister were no longer used. The procedure was completed using the same cat12, the same sep12, and manual aspiration. There was no report of an adverse effect to the patient.